Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. The cause for the failure was isolated to defective transistor q10 on the defibrillator pca. The root cause for the defective transistor could not be positively identified. Device evaluation of monitor sn(B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was loose from the j1001 connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.